Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. The customer alleged that the display screen was detached from the pump. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: during investigation, the pump was returned with the display lens peeling off. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to a battery compartment leak as well as a display lens leak. There was no moisture found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.